Manufacturer narrative:
Citation: hughes gc, dake md, patel hj, matsumura js, azizzadeh a, desai n, brinkman wt, gable d, han s, oderich g, three-year outcomes of endovascular repair of descending thoracic aortic lesions with a single-branched endograft for left subclavian artery preservation, jtcvs structural and endovascular (2026), doi: https://doi.org/10.1016/ j. Xjse.2025.100096. A.2. Age: the average age of subjects is 67 years (calculated from tables); therefore, we have recorded the age as 67 years. A.3a. Sex: a majority of patients are male; therefore, sex is given as male. B.3. Date of event is unknown, therefore date of paper acceptance is given. D.4. Serial number remains unknown. H.6. Investigation findings code c21: investigation findings pending response from author. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: hughes gc, dake md, patel hj, matsumura js, azizzadeh a, desai n, brinkman wt, gable d, han s, oderich g, three-year outcomes of endovascular repair of descending thoracic aortic lesions with a single-branched endograft for left subclavian artery preservation, jtcvs structural and endovascular (2026), doi: https://doi.org/10.1016/ j. Xjse.2025.100096. This report presents 3-year trial outcomes in patients with non-dissection descending thoracic aortic lesions requiring zone 2 proximal landing zone. In this prospective, non-randomized cohort study across 40 us sites, 106 adults underwent tevar using the tbe device, which includes a side-branch for left subclavian artery (lsa) perfusion. Three cohorts were evaluated: aneurysm (an; n=84), traumatic aortic injury (tai; n=9), and other isolated lesions (ol; n=13). Late reinterventions were required in 1 lsa stenosis (without loss of patency). There was also 1 loss of lsa branch patency noted at 6 months, which did not require revascularization or treatment.

Manufacturer narrative:
Updated h.6. Investigation conclusions to d14. The adverse events described in the cited literature article were determined to involve devices used exclusively within the tbe pre-approval clinical study. All events from that study were previously reported to the FDA as part of the pre-market regulatory submission process. Because the devices were not commercially released and the events occurred under pre-market investigational use, they do not meet the criteria for post-market MDR reporting under 21 cfr part 803. This MDR is therefore being retracted as it was submitted in error.